Event description:
It was reported that during device preparation there was no resistance noted with the removal of the yellow protective sheath on the xience xpedition stent delivery system (sds); however, the stent came off with the sheath and was on the stylet inside the sheath. The stent appeared to have a slight bend. The sds was not yet loaded on the guidewire when the user noticed the stent was not on the sds and the device was not used in the anatomy. There was no reported clinically significant delay in the procedure due to this device issue. A non-abbott stent was implanted in the restenosed, mildly calcified, mildly tortuous target lesion in the mid left anterior descending (lad) coronary artery. Before the procedure the patient had presented with an acute myocardial infarction and was in a poor clinical situation. Despite the stenting in the mid lad, the patient expired in the catheterization lab. Chest compressions and cardiopulmonary resuscitation were performed. Reportedly, the death is not related to the dislodged xience xpedition stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported stent damage and stent dislodgment were confirmed. Based on a visual examination, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.